Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had been hospitalized due to low blood glucose, feeling lethargic and being in sepsis. The customer could not recall their blood glucose level at the time of the hospitalization. The customer needed assistance linking their insulin pump to the newly received blood glucose meter. The customer stated that the new glucose meter was not communicating with the insulin pump. Upon troubleshooting it was noted that the meter option was turned off. The customer checked their blood glucose before ending the phone call, and it was 193 mg/dl. Nothing further was reported.